Event description:
On (B)(6) 2020 patient had a revision for dislocation of right hip prosthesis. Femoral head removal during hip revision, with ceramic femoral head implanted (bioball merete for hip) . This complaint is created to capture the revision that occurred last (B)(6) 2020, due to dislocation. English translated document - (B)(4) was reviewed by clinician. It should be noted the translated medical records were difficult to decipher. If/when more information is received the complaint will be updated at that time. On (B)(6) 2019, the patient had a cementless arthroplasty with ceramic-ceramic bearing (trilock pinnacle depuy), right hip. On (B)(6) 2020 patient had a revision for dislocation of right hip prosthesis and right knee arthroplasty. Femoral head removal during hip revision, with ceramic femoral head implanted (bioball merete for hip) the patient had a right cemented three compartment total arthroplasty attune depuy, right knee on (B)(6) 2020 the patient had a revision, right hip for dislocation dual-mobility stryker mdm psl cup implant and bioball head, cup/head removed. Tritanium psl 64mm with bi-articular insert bioball head, teasta bi-articular coupling (implanted?). On (B)(6) 2022 patient reports mechanical failure of right hip in the absence of pain. The diagnostic conclusion was a rupture, fracture of the metal neck of the stem.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device catalog number is unknown; therefore, UDI is unavailable

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.